Event description:
Pt was admitted to the cath lab in cardiogenic shock related to acute inferior myocardial infarction. The iabp catheter was prepped by the cath lab team and the physician inserted via left removal artery using fluoroscopy for placement. The iabp console connected and would not purge balloon. Heme noted in iabp tubing. The iabp was discontinued and a new iabp catheter was inserted. Iabp augmentation preceded without incident with second iabp catheter.